Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = patient a sid (B)(6). Patient b sid (B)(6).

Event description:
The customer reported falsely reactive alinity I hbsag next confirmatory results for two patients. The following data was provided (reference range for hbsagnx is =>1.00 s/co is reactive): patient a: sid (B)(6) processed on (B)(6) 2025 hbsagnx initial result = 2.59 repeat result = 1.53 s/co sample was sent out for alinity I hbsag next confirmatory which was positive: hbsag confirmatory for patient a sid (B)(6) 2.03 s/co (reactive) hbsag % n - 94.00% other result anti-hbs = 245.16 miu/ml new sample patient a from (B)(6) 2025 hbsagnx result = 0.30 s/co nonreactive other result anti-hbs = 225.56 miu/ml. Patient b: sid (B)(6) processed on (B)(6) 2025 hbsagnx initial result = 1.95 repeated in duplicate on (B)(6) 2025 = 1.82 and 1.85 s/co. Sample was sent out for alinity I hbsag next confirmatory which was positive: hbsag confirmatory for patient b sid (B)(6). 1.95 s/co (reactive). Hbsag % n - 97.00% sid (B)(6) (edta tube) processed on (B)(6) 2025 hbsagnx result = 0.18 s/co. New sample patient b sid (B)(6) hbsagnx = 0.29 s/co there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any increase in complaint activity for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 67092fz00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I hbsag next qualitative confirmatory reagent, lot number 67092fz00.

Event description:
The customer reported falsely reactive alinity I hbsag next confirmatory results for two patients. The following data was provided(reference range for hbsagnx is =>1.00 s/co is reactive): patient a: sid (B)(6), processed on (b)(60 2025 hbsagnx initial result = 2.59 repeat result = 1.53 s/co sample was sent out for alinity I hbsag next confirmatory which was positive: hbsag confirmatory for patient a sid (B)(6). 2.03 s/co (reactive) hbsag % n - 94.00%. Other result anti-hbs = 245.16 miu/ml new sample patient a from (B)(6) 2025 hbsagnx result = 0.30 s/co nonreactive other result anti-hbs = 225.56 miu/ml. Patient b: sid (B)(6), processed on (B)(6) 2025 hbsagnx initial result = 1.95 repeated in duplicate on (B)(6) 2025 = 1.82 and 1.85 s/co. Sample was sent out for alinity I hbsag next confirmatory which was positive: hbsag confirmatory for patient b sid (B)(6). 1.95 s/co (reactive) hbsag % n - 97.00%. Sid (B)(6),(edta tube) processed on (B)(6) 2025 hbsagnx result = 0.18 s/co new sample patient b sid (B)(6), hbsagnx = 0.29 s/co there was no impact to patient management reported.